Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. H6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal canal stenosis and underwent posterior lumbar interbody fusion(plif) at l3/4/5, posterior spinal fusion (psf) at t11-12, posterior lumbar interbody fusion (plif) at l1/2, posterior spinal fusion(psf) at t8-10, transforaminal lumbar interbody fusion (tlif) at t10/11. Post-operatively, the rod was broken. Patient complications were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: x-ray review: post-op x-rays for t8-l5 fusion provided. By report, the initial implant date was in 1998, but it is unclear whether the initial construct was lumbar only and if these are post revision films. There is a kyphotic deformity at t10-t12 and an interbody graft present at 10-11 with a paucity of bone graft. I do not see a device failure in the provide images. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. H6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal canal stenosis and underwent posterior lumbar interbody fusion(plif) at l3/4/5, posterior spinal fusion (psf) at t11-12, posterior lumbar interbody fusion (plif) at l1/2, posterior spinal fusion(psf) at t8-10, transforaminal lumbar interbody fusion (tlif) at t10/11. Post-operatively, the rod was broken. Patient complications were unknown.

Manufacturer narrative:
Additional information: x-ray review: post-op x-rays for t8-l5 fusion provided. By report, the initial implant date was in 1998, but it is unclear whether the initial construct was lumbar only and if these are post revision films. There is a kyphotic deformity at t10-t12 and an interbody graft present at 10-11 with a paucity of bone graft. I do not see a device failure in the provide images. If information is provided in the future, a supplemental report will be issued.